Manufacturer narrative:
The reported event of the device having a sticky trigger with run-on was duplicated. The trigger was sticking because of debris (corrosion). The device was repaired and returned.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.